Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2016-00447. It was reported that during the patient's trial scs lead implant procedure, per the physician, a csf leak occurred. It was also reported the patient experienced a headache post-operative. As a result, the patient received fluids and was prescribed medication. The headache had resolved by the time the trial had ended.